Manufacturer narrative:
Date of event: unknown. Device brand name shortened from bd vacutainer® k2 edta (k2e) plus blood collection tubes. Unknown expiration date. Unknown lot number. Initial reporter: address unavailable. Bd corporate address used. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
While using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, it was reported that tubes were received without labels.